Event description:
The customer reported initially that she needed assistance in programming the insulin pump. Customer's blood glucose was 72 mg/dl. The customer was assisted in programming the insulin pump. Customer reported that she was not getting no delivery alarm with her older insulin pump. The customer declined to troubleshoot for no delivery alarm. The customer was advised what are the possible causes of no delivery alarm. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.